Event description:
The patient service representative (psr) assisting a (B)(6) old female patient called zoll lifecor customer support to report that the electrode belt had been pulled from the monitor and the cord was exposed. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The electrode belt connector locking nut was missing and the connector housing was cracked. The root cause for the missing locking nut and cracked connector housing was not positively identified, but was likely due to excessive force. Once the trunk cable was replaced, the belt was fully functional. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.